Manufacturer narrative:
Concomitant: product ID 748251, serial# (B)(4), explanted: 2016-(B)(6), product type extension. (B)(4).

Event description:
The company representative (rep) reported that the patient had an implantable neurostimulator (ins) replacement surgery on (B)(6) 2016. The surgeon found the extension was broken and decided to change the extension on (B)(6) 2016 to resolve the issue. It was unknown which extension was broken. After the surgery it will be known which extension was defective. If additional information is received, a follow up report will be sent. Reference manufacturer report# 6000153-2016-00420.

Manufacturer narrative:
.

Event description:
The rep further reported that the surgeon mentioned the patient got plastic surgery in 2015 and the plastic surgeon repositioned the ins in that operation. This action could have resulted in extension fracture.